Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech. Called in for error on 8100 air in line. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech. Has error air in line on 8100 unit before call in he has already change the ail sensor adn still get the error also get error on patient side occlusion replace the pressure sensor and once replace if still get the same errors unit has to come in for services repair.